Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event on the same day of onset. The cause of the peritonitis and treatment for the event were not reported. The patient was recovering from the event. Physioneal and nutrineal therapies were ongoing. No additional information is available.